Event description:
It was reported the programmer was unable to interrogate the patient's device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified twice that the radiofrequency (rf) head was not interrogating a device, there were errors both times. Also, there were errors found in the error log. The root cause of this was unknown, but the link electronic module (lem) board was replaced because the errors were related to this board. It was also noted that the stylus pen was unable to be calibrated.